Manufacturer narrative:
The pump passed the functional testing. However, the pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the unexpected restart, occlusion or excessive no delivery tests due to the motor error alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The piston was forced out and is stable. The customer continued to receive motor error alarms during the phone call. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.